Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a change in caregiver. On the same day as the event onset, the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics. The patient was recovering from the peritonitis event. Dianeal therapies were ongoing. Ten days after the event onset, the patient passed away. It was reported the ¿patient got poor eating and then died due to debility¿. It was not reported if an autopsy was performed. It was not reported if the patient was performing therapy at the time of death. No additional information is available.